Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type 2 endoleak (non- device related failure) was confirmed and the type 3b endoleak at bifurcation of the bifurcated stent graft was refuted rather, it is a fabric billowing (not a device failure). The event is anatomy related. The final patient status was reported to be on surveillance. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Correction h6: patient code: remove 1924. Device code: remove 3190. Result code: remove 3221. Conclusion code: remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a possible type 2 (non-device related) and type 3b endoleaks were identified on a routine follow up computed tomography (CT) scan. The patient was reported as doing good. The patient is currently being monitored. Additional information: during our investigation, the reported type 3b endoleak was refuted, rather it was a fabric billowing. Fabric billowing is not a device failure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2".

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial procedure, a possible type 2 (non-device related) and type 3b endoleaks were identified on a routine follow up computed tomography (CT) scan. The patient was reported as doing good. The patient is currently being monitored.